Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4). Not returned to manufacturer.

Event description:
It was reported during a procedure that the chana reamer handle broke at the junction of the power reamer and attachment. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to the greatbatch for evaluation and the reported event was confirmed. The power coupling was broken off of the drive chain component and was returned with the assembly. In addition, the assembly functions even though the joints on the drive chain component has worn from multiple uses throughout its life in the field. A manufacturing review was completed and no anomalies were identified. In summary, the malfunction observed are attributed to wear. No further investigation required.